Event description:
"Donor tubing disconnected from cryocyte bag after storage. Event date 12/23/2005. There were no dono/technician issues. Sample is available for evaluation, it is used, and all viral markers are negative. 1 bag affected. Problem noted during thaw. Storage of container is in vapor phase. Unknown duration of storage. Patient did not receive the product implciated in the incident. Customer stated that patient did have enough stem cells for engraftment. Patient/donor was no recollected and or remobilized. Total cell dose infused to patient was 10.8 x 10^6cd34/kg. Product volume frozen in the bag was <100ml, cryopreservation and storage was performed in metal cassette."